Event description:
It was reported to boston scientific corporation that a jag precursor guidewire was used in an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2010. According to the complaint, during the procedure 2-4 cm of the hydro tip of the guidewire detached in the patient's pancreatic duct. The piece was unable to be recovered during the procedure, so the doctor deployed a plastic stent so that the tip could flow out with the bile. Two weeks later, follow up confirmed that the tip had been passed successfully. The procedure was completed with another jag precursor. There were no patient complications as a result of this event and the patient's condition has been described as "stable".

Event description:
It was reported to boston scientific corporation that a jag precursor guidewire was used in an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2010. According to the complaint, during the procedure 2-4 cm of the hydro tip of the guidewire detached in the patient's pancreatic duct. The piece was unable to be recovered during the procedure, so the doctor deployed a plastic stent so that the tip could flow out with the bile. Two weeks later, follow up confirmed that the tip had been passed successfully. The procedure was completed with another jag precursor. There were no patient complications as a result of this event and the patient's condition has been described as "stable".

Manufacturer narrative:
(B)(4) - the reported event of tip detachment. (B)(4) - medical intervention required (stent placement). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection was performed. It was observed that 4 cm of the distal tip coating had detached. The ptfe jacket no showed evidence of being damaged. The entire length of the wire was examined and no anomalies were observed. The device was slightly scrapped at the distal section and remnants of adhesive were found indicating that the pebax was properly attached to the corewire. It is important to mention that the event happened during the procedure and there is no alleged damage in the wire prior to its insertion. It is possible that unstated procedure and possibly clinical factors may have contributed to the event including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Also the remnants of adhesive found on the corewire on the distal tip show a proper adhesion from the pebax to the corewire; therefore 'operational context' is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.